Event description:
The user facility reported that during a laparoscopic oophorocystectomy procedure, the image was blurred. The procedure was completed with the different similar device. There was no patient harm reported.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide additional information on investigation results based on a retrospective review of complaint record. Further evaluation was performed by disassembling the subject device. Further evaluation confirmed that the circuit board was rusted and discolored. No sign of fluid invasion was confirmed. The reported image difficulty could not be reproduced. The instrument history of the subject device was reviewed. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The coupled charged device (ccd) unit and the circuit board had not been replaced for 1671 days since the subject device was purchased. Since the reported image difficulty could not be reproduced, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation didn't confirm the abnormal image the user experienced. The device passed leak test. At the present time, the exact cause of the reported phenomenon cannot be determined. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.